Manufacturer narrative:
A review of the device history records and inspection records was conducted, and no similar concerns were found. The guidewire included in the v-stick¿ vascular access set is the component that was returned and evaluated. The coil of the wire was stretched. The tip of the wire was still intact (core welded to coil), although the core had broken a few millimeters from the end. The solder of the coil to the core was also still intact. Scratches were noted along the proximal end of the wire. The wire exhibited some bending near the area where the core separated. The weld at the tip of the wire was correct, as was the solder of the wire to the coil. Potential causes for this complaint include mishandling in the field (for instance, if the guidewire became kinked or stuck, the user may have applied excess pulling force, or the user may have withdrawn the guidewire through the needle). The directions for use included with this kit state "the guidewire should not be withdrawn through the needle. Damage or shearing of the guidewire may occur."

Event description:
Nitinol wire unwound when being removed.